Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable.

Event description:
The customer reported the collimator iris was not functioning properly and there was an artifact on an image. Uninterpretable images may produce non-diagnostic quality images. There is no report of injury or death associated with the event described in this complaint.